Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not received stuck in manufacturing mode. Insulin pump passed the functional testings including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed the dat test at 0.08685 inches. Unit was received with normal operating currents and no unexpected low battery alarm or power loss alarm noted. Unit was received with cracked reservoir tube lip, partially detached reservoir tube retainer, scratched case, minor scratched lcd window, cracked select button keypad overlay and pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high and was hospitalized. The customer¿s blood glucose level was 468 mg/dl at the time of hospitalization. The customer¿s blood glucose level was 234 mg/dl at the time of the incident. The customer¿s current blood glucose is 192mg/dl. The customer reported that the customer had called the previous day regarding high blood glucose and has called again to complete troubleshooting. The customer reported that she was admitted into hospital as a result of high blood glucose value of 468mg/dl at 9:30 pm on (B)(6) 2017 with. The customer had ketones and was wearing the pump at the time of hospitalization. The customer was assisted with performing the high pressure test ant the test passed. The customer does not feel comfortable with the pump. The customer was advised to follow up with healthcare professional concerning high blood glucose. The insulin pump will be returned for analysis.